Manufacturer narrative:
The actual device was returned for evaluation, where the bench repair technician confirmed the customer's allegation. The device displayed a speaker malfunction error message but produced audible sound. The technician indicated the root cause of the speaker malfunction error stemmed from the connector on the pca where the speaker wire was connected. All components were replaced in this device due to revision upgrade.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error and was not able to confirm if there was any audible sound heard. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Report information : complete? Should be "no."

Event description:
The customer reported a speaker malfunction error and was not able to confirm if there was any audible sound heard. The device was not in use on a patient at the time of event, there was no patient involvement.